Event description:
It was reported and through investigation that a patient with a 33mm 6900ptfx mitral valve implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 9 years, 9 months due to restricted mobility seen on echo, with stenosis. The patient presented with congestive heart failure, and shortness of breath. The procedure was performed with a 29mm 9755rsl transcatheter valve. The patient was in stable condition post procedure.

Manufacturer narrative:
Updated sections: b5, b7, d4 expiration date, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including atherosclerosis, and hyperlipidemia (hld).

Event description:
It was reported and through investigation that a patient with a 33mm 6900ptfx mitral valve implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 9 years, 9 months due to restricted mobility seen on echo. The patient presented with congestive heart failure, and shortness of breath. The procedure was performed with a 29mm 9755rsl transcatheter valve. The patient was in stable condition post procedure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.